Manufacturer narrative:
This event concerns a device that was mfg and used outside the united states.

Event description:
Reportedly, 5 weeks after implantation of the pacemaker involved in this MDR report (for a complete heart block), it was observed that the threshold had risen to 5v @ 0.35 ms and the lead impedance was greater than 3000 ohms. A chest x-ray was performed: no change in lead position could be identified as the possible cause. Another check was done a few weeks later: there was no capture at maximum output, lead impedance was still greater than 3000 ohms and although the sensing had dropped, it was still ok. A reintervention was done and the lead did not show anomaly, when tested after disconnection. The pacemaker was suspected and returned for analysis.